Manufacturer narrative:
Complaint conclusion: the saber rx (8mm x 4cm 90cm) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered to the lesion for post-dilatation, and inflated at 6atm (six atmospheres). However, there was resistance felt with a non-cordis sheath introducer and the saber rx could not be removed. The saber rx was delivered to the lesion again to be removed with the sheath, but only the sheath was removed. The physician withdrew the saber rx using excessive force. The procedure finished successfully. There was no reported patient injury. Initially, the same saber rx was delivered to the lesion for pre-dilatation and a stent implanted in the target lesion. The patient¿s information is unknown. The target lesion was the common iliac artery. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. The device was stored and handled per the instructions for use (IFU). There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. The product was returned for analysis. One non-sterile catheter saber 8mm x 4cm 90cm bc was returned. Per visual analysis the balloon was ruptured, and a guide wire and an unknown sheath introducer were also returned. The guide wire was returned inserted in the bc. No other anomalies or damages were noted. Per dimensional analysis the od of the proximal balloon seal could not be measured due to the ruptured condition of the balloon. A device history record (DHR) review of lot 17594140 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system- withdrawal difficulty - through guide/sheath¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by the rupture noted on the balloon during analysis likely caused by the application of excessive force to remove the balloon catheter through the sheath. The device was too damaged to be able to ascertain the reason for the withdrawal difficulty thus preventing dimensional analysis being performed. According to the warnings in the safety information in the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, the saber rx (8 mm 4 cm 90) percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for post-dilatation, and inflated at 6 atm. However, there was resistance felt with a sheath introducer (6f*10 cm, terumo) and the saber rx could not be removed. The saber rx was delivered to the lesion again to be removed with the sheath, but only the sheath was removed. The physician withdrew the saber rx using excessive force. The device was stored and handled per the instructions for use (IFU). There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. The procedure finished successfully. There was no reported patient injury. Initially, the same saber rx was delivered to the lesion for pre-dilatation and a stent (10*60 mm epic, boston scientific) was implanted in the target lesion. The product was clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the common iliac artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.